Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The embolization coil was intact with the pusher assembly and had offset coil winds. Coagulated blood was present within the introducer sheath. Conclusions: evaluation of the returned ruby coil revealed offset coil winds on the embolization coil. If the device is forcefully advanced against resistance, damage such as offset coil winds may occur. During functional testing the device was unable to advance through its introducer sheath. Further evaluation revealed no kink damage on the device; therefore, the reported complaint was unable to be confirmed. The complaint reported that the device was not used in the procedure, however, coagulated blood was present inside the introducer sheath. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 ¿ the investigation findings do not lead to a clear conclusion about the cause of the kink. H3 other text : placeholder

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a coil embolization procedure, the pusher assembly of a ruby coil was inadvertently kinked upon removal from its packaging. The damage to the ruby coil occurred prior to use and, therefore, it was not used in the procedure. The procedure was completed using a new ruby coil.